Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The trocar needle was advanced. The delivery system was bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system seemed to be functioning per specification except for the bent guide wire.

Event description:
A repeat procedure was not necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator was performing this procedure for over three years. No other known adverse events were reported.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The trocar needle was advanced. The delivery system was bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system seemed to be functioning per specification except for the bent guide wire.

Event description:
A repeat procedure was not necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator was performing this procedure for over three years. No other known adverse events were reported.